Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No unexpected button anomalies noted. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer was unable to clear the alarm, it did not work. Customer uses (B)(4) alkaline battery. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.